Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('glad you're gonna be e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('glad you're gonna be free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (she undergone hysterctomy to remove essure). Essure was removed. At the time of the report, the medical device removal and hormone level abnormal outcome was unknown and the weight increased had resolved. The reporter considered hormone level abnormal, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal,weight gain ". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hormonal imbalance was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('glad you're gonna be e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she undergone hysterectomy to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased had resolved. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal,weight gain ". Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.